Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported complaint of during implant lead did not pass through the introducer sheath was confirmed. The outer diameter of the lead in the area where the header sleeve was bonded to the ring electrode was outside the specification.

Event description:
It was reported that during implant the lead would not pass through the introducer sheath. Another lead was used which successfully passed through the sheath. The lead was not implanted and returned.